Manufacturer narrative:
Allergan has initiated an investigation into this late report. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported a syringe of juvéderm® ultra plus xc "exploded." Healthcare professional confirmed the event was a needle disengagement. Patient contact was made. No injury occurred. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Additional information from the physician indicates the syringe "cracked and leaked during the beginning stages of use. Cracks can be visible near the site of needle attachment. This made it impossible to use the juvederm inside, as it all leaked out".